Manufacturer narrative:
Evaluation: results: as received, the lead revealed a cam mark and a fracture with all wires broken. The cam marks on the lead from the swift lock when aligned to the swift lock placement showed the fracture was at the distal end of the anchor. The distance from the cam mark to the fracture was measure to be about 35 mm. Due to the broken wires in the lead segment, functional testing could not be performed.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01903. The patient received her scs system, including two percutaneous leads (from the same lot) and two anchors (from the same lot), on (B)(6) 2010 for bilateral leg pain. The physician took the patient to surgery to implant two cervical leads for new pain in the patient's neck and shoulders. It was reported that the patient wasn't getting effective stimulation coverage in one of her legs. The patient stated that she had experienced a fall recently. Prior to surgery, diagnostic tests were performed that revealed invalid impedances on all lead contacts for one lead. During the procedure for the new leads, the physician explanted and replaced the affected thoracic lead and anchor. No further patient complications were reported.